Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial biopsy procedure. It was reported that, during a case, the camera cart went black and displayed the pcoip logo then reconnected. The surgeon didn't notice the issue. There was no delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that camera cart screen went black. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) indicated that the issue could not be replicated and the site has used the system multiple times since without recurrence.